Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod. Symptoms reported include dehydration and elevated ketones. Once at the hospital emergency room the patient was treated with intravenous fluids. The patient was at the hospital for 3 hours. The patient reports after this event after wearing a pod and eating their blood glucose level remains over 200 mg/dl. The patient reports having a scheduled appointment with their doctor to discuss their settings.